Event description:
It was reported to philips that the azurion device displayed ""generator is busy starting up, no x-ray is possible". No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the xsc frontal generator software failure, which leads to failure of other generator cabinet parts like miu, adu, point, hivo. Upon functional testing fse found that the xsc frontal generator software failure and checked the switch connectivity of x-ray pc. The fse replaced the xsc certeray. As a precautionary measure fse also replaced the x-ray pc. After replacement of the x-ray pc and xsc certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.